Manufacturer narrative:
Medtronic received information that the bioprosthetic valve was replaced due to severe aortic stenosis and aortic insufficiency. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the device and reason for replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 5 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve.  The reason for the intervention was not reported. No additional adverse patient effects were reported.